Event description:
Customer reportedly received results of 471 mg/dl and 91 mg/dl 10 mins on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.